Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged that the hep filter is turning grey. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The device was visually inspected. The manufacturer found evidence of dust and dirt contamination and no evidence of foam degradation. The device passed all final testing. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device has been discarded.